Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, and the issue could not be resolved. The implanted device remains.there are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the device was not returned to the manufacturer on january 13, 2012, as previously reported. The device has not been returned to the manufacturer as of the date of this report, july 25, 2013.this device is not available for analysis.this report is filed july 25, 2013. Device not available for analysis.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.